Event description:
I had several very high, and severely low blood glucose levels. I did not use the product incorrectly. I have used it for several years. I had 2 visits to the hospital because of sudden & severe glucose changes, and had some heart episodes relating to them. I also experienced many times air bubbles. Dates of use: used device from 2002 or so. Diagnosis or reason for use: juvenile diabetes.